Event description:
The customer alleges that the cuff would not inflate. The alleged issue was detected during pre-testing. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not issues related to complaint. A document assessment (fmea) was conducted and no changes were required.